Event description:
It was reported that the atrial lead impedance increased to 6610 ohms and high atrial threshold at 4.0 v at 1.0 ms at follow up on (B)(6) 2011. The patient was programmed vdd, good sensing that day. On (B)(6) 2011 atrial sensing was poor and intermittent at less than 2.0 mv and the patient experienced pacemaker syndrome. The lead was replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.